Event description:
It was reported that during blood collection leakage occurred with a bd vacutainer® ultratouch¿ push button blood collection set. This occurred on 6 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the blood leakage from multiple sample luer adapter was occurred in the blood collection process of patients,and the staff said the poor patient perception.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood collection leakage occurred with a bd vacutainer® ultratouch¿ push button blood collection set. This occurred on 6 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the blood leakage from multiple sample luer adapter was occurred in the blood collection process of patients,and the staff said the poor patient perception.